Manufacturer narrative:
The device was returned for evaluation. The painted surface was chipped and scratched and there was a prominent dent on the left side. The complaint report of "smoking" was not duplicated from the evaluation given that the light source did not power "on" due to a power supply failure. However, the power supply failed due to a burnt / damaged component. Based on the finding of the burnt component, the reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that smoke was coming from the unit of a 009300xspt assembly, 9300xsp l/s w/awos t. The date of the incident is unknown, and there was no fire/flame noted. The product problem occurred during preparation, and device was not in contact with a patient. Patient was not prepped for surgery. No surgical delay and no impact to patient reported.